Event description:
It was reported the patient¿s recharging increased from every 2 weeks to every 3-4 days. It was noted the patient charges regardless if the battery is low and charges for approx. 4 hours. The patient was reprogrammed, however, amplitude level was not increased. It was recommended the patient wait until her ipg was low before recharging, but she does not want to do that. The patient was offered to try a new charger, however, the patient declined. The patient stated she would like her ipg replaced. Follow-up pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.